Event description:
Event: post implant intervention to treat endoleak. Case details: it was reported that approx 2 months post successful implant, the follow up CT demonstrated type I superior and left limb endoleaks. The superior leak was successfully treated with a stent. The distal endoleak did not fully resolve and the pt will be followed with ultrasound.